Event description:
It was reported that this implantable cardioverter defibrillator was suspected to be exhibiting premature battery depletion behavior. Between follow-up visits, a decrease in the estimated battery longevity was observed. Within one months time the device showed 1.5 years of remaining battery longevity, and then declared that elective replacement indicator (eri) had been reached, which was observed via latitude (remote monitoring system). Subsequently, this device was explanted and replaced. Besides surgical intervention to replace this device, no additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned autogen (origen mini ICD vr) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. Between follow-up visits, a decrease in the battery's longevity was observed. At the beginning of august this device showed 1.5 years of remaining; however, at the end of august a message was received via latitude (remote monitoring system), indicating elective replacement indicator (eri) had been reached. Subsequently, this device was explanted and replaced. Despite surgical intervention to replace this device, no additional adverse patient effects were reported. This device is expected for return.